Manufacturer narrative:
Lot number not provided. Expiration date unknown as lot is unknown. UDI # unknown as lot is unknown. Health professional?) Information not provided. Occupation) information not provided. Approximate age of device) unknown as lot is unknown. (B)(4). Device manufacture date) unknown as lot is unknown. Investigation / evaluation. This historical complaint is being filed under 21 cfr part 803 as part of a retrospective review of complaint files. A review of the complaint history and the instructions for use (IFU) was conducted during the course of investigation. No complaint device was returned; however, the customer reported the stent pigtail was knotted inside the kidney. This device is inspected in according to quality control specification. The appropriate manufacturing controls are in place assuring functionality and device integrity prior to shipment. The provided instructions for use booklet caution states "individual variations of interaction between stents and the urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." The device lot number was not provided, therefore review of the device history record could not be completed. Update 06may2016: by report, during a ureteroscopic procedure of the right kidney the physician observed an indwelling multi-length stent to be knotted. The physician unsuccessfully attempted to remove the stent with the use of an n gage grasper, a cup biopsy forcep, and laser. No product, imaging, or lot number were returned to assist with the investigation. The stent was left indwelling and an additional stent was placed. No additional patient injury was reported. Based on the provided information a definitive root cause could not be determined. Cook will continue to monitor for similar complaints appropriate personnel have been notified.

Event description:
A ureteroscopy and laser procedure was being conducted on the (B)(6) male patient. A flexible ureteroscope was introduced into the kidney (right side) and a knot was found in the kidney end of the ureteric stent. The knot was approximately 7 cm from the proximal tip and it was tightened down very firmly. The surgeon attempted to remove the stent with a 1.7 fr n gage and a cup biopsy forcep; however, both were unsuccessful. The surgeon attempted to laser the knot; but this was also unsuccessful. A second 5 fr stent was placed in the same kidney and ureter and was inserted without incident. The stent in the other kidney and ureter (left side ) was examined and no knot was found in its pigtail. The old stent on the left side was removed and a new 5 fr ureteric stent was inserted . The rep was unable to provide the lot number of the stent that had a knot in it as it was inserted at a different facility. The stent was removed and no adverse effect to patient due to this occurrence .